Event description:
It was reported that approximately ten weeks post implant the right atrial (ra) lead had a possible dislodgement and was pacing the ventricle. The ra lead also exhibited variable p wave sensing, no capture and an atrial lead position check failure. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.